Event description:
Kugel/bard mesh -2x3- lot #0112660 and mesh -3x5- lot #43apd018 inserted to repair incisional hernia in 2005. Patient begun feeling pain in lower right abdomen within a month after surgery. Surgeon attempted to alleviate pain by removing sutures. Pain still persisted. Patient has been experiencing severe abdominal pain on repair site for the past 7 months with no medical reason for it. Patient has had MRI, CT scan, ultrasounds, x-rays, gallium scan, meckel scan and barium enemas. Patient cannot function without pain killers. Pain is interrupting sleep and daily life.